Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed to be recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported issue of instrument not being recognized by the system was not confirmed by failure analysis. The instrument was placed and driven on an in-house generator and passed the energy recognition test. There was no physical damage observed on the blade during testing that would have caused energy recognition failure. The instrument was fully functional. Additional unrelated findings states that the instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was material missing as a result. The missing piece measures approximately 0.2030" x 0.0375". A review of the provided image was performed, and the image of the instrument exhibited no visible damage to the tip. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.